Event description:
Medics responded to a person complaining of chest pains. The pt was connected to the device for cardiac monitoring with a 3 lead pt cable. The device alarmed "connect leads" and would not monitor the pt. Connections were checked but the device continued to alarm and would not monitor the pt. No adverse affects to the pt were reported as a result of the reported malfunction.